Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, balloon expanding covered stents may be used to good effect with minimal complications in the intermediate term. [(B)(4)].

Event description:
Received an article titled "external iliac occlusion does not preclude endovascular management of aortoiliac disease - technique and evolution of therapy" published in the annals of vascular surgery. The article presented a retrospective study of patients who had undergone endovascular aortoiliac (ai) intervention. Per the article, adverse events included occlusion in the post procedure period.